Event description:
It is initially reported by a consumer that they developed an unspecified eye infection from an unk source. On (B)(6) 2013, the consumer experienced a stinging sensation in left eye following contact lens insertion after the lens had been cleaned with lens care solution soaked for twelve hours. The consumer removed the contact lens 15 seconds after insertion and disposed of the contact lens. The consumer stated that he inserted another contact lens that had been in another manufacturer's contact lens solution without any issues. The consumer reported experiencing a sensation of a pimple above/on top of his left eyelid the following morning. On (B)(6) 2013, the consumer went to the doctor and was diagnosed with orbital cellulitis. Follow-up info received on (B)(6) 2013, from the consumer stated that he was feeling better but lens wear had not resumed. He stated that he was treated with bactrim orally for 7 days for the infection. He stated that his eye care professional does not know the source of the orbital cellulitis. Follow-up info received on (B)(6) 2013, from the eye care profession stated that the pt was diagnosed with orbital cellulitis and prescribed bactrim orally for 7 days. Additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Retained product from the same lot was evaluated and all testing was found to be within specification. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).